Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. Two weeks later a device related thrombus was observed. The patient was prescribed a blood thinner.

Manufacturer narrative:
B5: event resolution added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. Two weeks later a device related thrombus was observed. The patient was prescribed a blood thinner. It was further reported that the thrombus was observed at the 45-day follow-up, not two weeks post-implant as previously reported. It was further reported that the thrombus was resolved as observed via a follow up transesophageal echocardiogram approximately two (2) months after initial observation of thrombus.

Manufacturer narrative:
B5: narrative corrected. B6: relevant test data. D6a: implant date corrected. E1: physician/initial reported first and last name added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. Two weeks later a device related thrombus was observed. The patient was prescribed a blood thinner. It was further reported that the thrombus was observed at the 45-day follow-up, not two weeks post-implant as previously reported.